Event description:
Spontaneous call from patient. Patient reporting that she was getting a pump error 6 hours in stating no disposable, won't run that happened a few days ago. She states it happened again yesterday with same error. She is able to change cassettes and it works but she also changed the pump she was using. She states pump serial number (B)(4) is the one giving her issues but she isn't sure if it is cassettes. Advised her if she continues to get error on that pump we will send replacement. Lot number for cassettes not available." Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.